Manufacturer narrative:
Nicu. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the site has ongoing issues with syringes were leaking in the nicu. Nurses reported that when they move the infusion to a pump the leaking does not occur.